Event description:
It was reported that log files were submitted for an inpatient patient after a fall of unknown etiology. Imaging showed stable intraparenchymal hemorrhage in right parietal lobe. This event was likely to be mechanical fall at home, no changes to patient condition or anticoagulation status that may have contributed. Upon inspection of equipment, their controller display screen was noted to have discolored/green liquid beneath the surface. There did not appear to be any issue with pump function, ventricular assist device (vad) interrogation appeared stable. The patient did not remember spilling any liquid on the equipment but was incontinent during their fall and equipment might have been soaked in urine. The log files captured low voltage events on (B)(6) 2023 at 1519 while using battery power. The patient ran the battery power low before changing power sources. No other unusual events were noted in the log. The controller was exchanged. The patient was still admitted at the time. Neurological and cardiac status was stable with no further issues. Medical team planned to continue monitoring. Related pump manufacturer report number: 2916596-2023-04667

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress within the heartmate 3 system controller (serial number: (B)(6)) was confirmed via review of the submitted photos. These photos showed green liquid inside the controller¿s housing, which slightly impacted the visibility of the display. There were no allegations against the controller¿s operation. The submitted log files were reviewed, containing approximately 3 days of data ((B)(6) 2023 per timestamp). The pump maintained a speed above the low speed limit throughout the data, and no atypical alarms were observed. Provided information indicated that the patient had fallen down and was incontinent at the time; the controller may have been soaked in urine after the fall. The device was exchanged but not returned for evaluation. The root cause of the fluid ingress may have been related to the patient¿s fall but could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook (rev. D - section 6 "caring for the equipment¿), describes how to care for and clean all equipment, including the heartmate 3 system controller. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.